Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported PICC observed to be leaking. On removal, it was fractured. Occurred during use. No other information was provided. Additional information received 10/15/2024: the leak occurred outside of the body, clearly visible when flushing or giving medication. Treatment was stopped and patient was switched to oral antibiotics for the remaining 2 weeks.

Event description:
It was reported PICC observed to be leaking. On removal, it was fractured. Occurred during use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.